Event description:
It was reported that while unloading the cot with a patient on it, the wheels did not drop properly and the user was injured. The patient was not injured. Further information was not provided.

Manufacturer narrative:
Further information in regard to the alleged injury could not be provided.

Event description:
It was reported that while unloading the cot with a patient on it, the wheels did not drop properly and the user was injured. The patient was not injured.